Event description:
Home care pt was properly taught by home care nurse to prime IV tubing for use in gemstar infusion pump. While priming, pt experienced large bubbles of air accumulation in tubing distal to the filter. Tubing was reprimed to remove air. Pump started. After a few mins of infusing, air again accumulated in the tubing distal to the air-eliminating filter. Over the next few days, several other pts and several different nurses all experienced the same problem. Rptr made the decision to stop using hospira IV tubings with the in-line 1.2 micron filter until investigation by MFR solves the problem. Hospira rep came to office and was able to replicate the problem. She reported problem to hospira as well.